Manufacturer narrative:
Tracking #(B)(4). Sent 09/24/2004. Results (other) - yielded jaws. The instrument was received with the jaws yielded. The instrument was cycled and fired the remaining 7 clips ejected due to the condition of the jaws. The instrument locked out as intended.

Event description:
It was reported that the device was used during a hiatus hernia procedure, clips fell out. Case completed with same like device. No patient consequences.